Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged a sore throat while using the device. The patient also alleged visualization of particles in the tubing and chamber. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received that the date of the event was actually 11/22/2021 instead of the previously reported date of 04/11/2022. Please see section b3 for this corrected information.